Manufacturer narrative:
A review of the device history record indicates this unit was originally manufactured to specifications and there is no evidence of device defect or malfunction. Megadyne's evaluation of the device did not reveal any anomalies and found the unit was performing within specifications. All attempts to gain additional information has been unsuccessful. Megadyne is reporting event since the limited information suggests intervention may have been required due to the report of a or fire. This is a known inherit risk of electrosurgery and a review of scientific literature is recommended by the end user.

Event description:
Patient injury involving an operating room fire.